Manufacturer narrative:
This report is for an unknown extraction instrument/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that a patient underwent a spinal revision procedure on an unknown date. The surgeons tried to remove the screws of the construct but could not do it with expedium instruments. They did not confirm what was implanted before they started with the surgery. They supposedly had to cut the rods with a saw and implanted expedium / viper screws. Some of the implants from the previous system also stayed implanted as they were unable to remove all the screws; they connected a rod with a combination of all the screws implanted. Patient status is unknown. This report is for an unknown extraction instrument. This is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
(B)(4).